Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported a left side capsular contractures, baker grade unknown. Patient also reported difficulty breathing, pneumonia, "had to go to lung doctor", and "so sick". Patient also reported hematoma after initial placement. The events of pneumonia and hematoma are considered not device related. Device was implanted beyond 6 month allowable time, not reportable. Device has been explanted.